Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The remote service engineer (rse) analyzed the system remotely and confirmed the reported problem. Upon troubleshooting actions, rse identified that the date and time settings of the ippc bios were incorrect. Although the rse reset these settings, the problem continued. Subsequently, the rse identified that the network cable was improperly connected between the ippc and the host pc. Rse reconnected the connections. After repair, the system was returned to use in good working order.